Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 468 mg/dl at the time of incident, the current blood glucose level was 329 mg/dl, 488 mg/dl and 460 mg/dl. The customer also reported that they also bloused for high blood glucose levels. The device will be returned for analysis.